Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that the patient was getting a poor communication screen on their programmer. It was initially stated that they could communicate with one of their inss but has poor communication with the other, but on the call the caller had poor communication with both inss. The caller stated they wanted to check the ins because the patient wasn't speaking as well as they normally do. The patient does not normally use an antenna, and connecting the antenna did not resolve the issue, nor did a programmer restart. A new programmer was sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.